Event description:
Customer repeatedly received the following results on the compact plus system within 10 minutes: 526 mg/dl, 335 mg/dl, and 204 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.